Manufacturer narrative:
The reason for the revision cannot be confirmed from the information provided but may be due, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and, images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
During investigation of another event for this patient it was found they had an earlier revision of their right shoulder. No further information known.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10, h11 d10: 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, a554333; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, s475975; 320-32-40 - expanded glenosphere, 40mm, for small reverse, a151303; 320-35-01 - small glenoid plate, a640136; 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, a315685; 320-10-00 - equinoxe reverse tray adapter plate tray +0, a435794; 320-15-05 - eq rev locking screw, a651725; 320-20-00 - eq reverse torque defining screw kit, a552144; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, a634761; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, a634776; 320-40-00 - 145-deg pe 40mm hum liner +0, a341102; 321-52-07 - 3.2mm drill bit sterile, a385640; 321-52-09 - 3.2mm k-wire, trocar tip, a352680; 321-52-09 - 3.2mm k-wire, trocar tip, a712198; 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, a583037. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.